Manufacturer narrative:
Rupture is labeled in the provided IFU. No product or images were provided to assist in this investigation. This product line has addressed all design control requirement and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU, which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU states: the zenith flex aaa endovascular graft with the z-trak introduction system is indicated for the endovascular treatment of pts with abdominal aortic or aortoiliac/femoral access compatible with the required introduction systems. Non aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15mm; with a diameter measured outer wall to outer wall of no greater than 32mm and no less than 18 mm; with an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta. Iliac artery distal fixation site greater than 10mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall)" "access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of the profile of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus -lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." The failure mode assigned to this case is perforation. This failure mode was determined based on the provided event description. A definitive root cause can not be determined or reported at this time. It should be noted that very little info was provided to assist with this investigation. We will continue to monitor for similar complaints. The risk associated with the failure mode will remain at an acceptable level, per qera.

Event description:
On deployment, stent torn apart and ruptured vascular wall of iliaca communis/second stent had to be implanted into the first one to close the gap. No additional info has been provided regarding pt outcome or procedural details.